Event description:
During a routine shift check by a clinician, the devices display blanks out to an orange screen. Complainant indicated that there was no patient involvement in the reported malfunction.